Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String barely holding onto the tampon and it was wrapped around the middle, defective device physical property issue. Case narrative: consumer reported via e-mail that string was barely holding onto the tampon and was wrapped around the middle. No injury reported.